Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported on (B)(6) 2019, after a revision surgery last (B)(6) 2019, the surgeon recognized that the both set screw and rod were came off dissociated under x-ray. Surgeon suspected that the damage of the screw thread was because the surgeon did not tighten the set screw forcibly. The revision surgery performed on (B)(6) 2019. Procedure was successfully completed, and the patient¿s condition is now stable and under monitoring. Concomitant device reported: unknown rods (part # unknown, lot # unknown, quantity unknown). This complaint involves four (4) devices.

Manufacturer narrative:
Product complaint (B)(4). UDI (B)(4). The connector features signs of use such as surface markings. However, the connector featured no signs of loosening. No postoperative x-rays were provided to confirm the medial connector loosening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the medial connector loosening postoperatively cannot be determined from the sample and information provided. A potential root cause cannot be determined since the report of the connector loosening could not be confirmed or replicated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.